Event description:
It was reported that during a gastric bypass procedure, the suture was cut with clipper. No further information. No consequences for the patient.

Manufacturer narrative:
(B)(4). Did the clip or the jaw cut the suture? The clip. Which firing of the device did this event occur on? I don¿t know. What vessel or structure was the device fired on at the time of the event? I don¿t know. Was the clip fully advanced into the jaws prior to firing? I don¿t know. Was there any torquing or twisting of the device present at the time of firing? I don¿t know. Was any unexpected resistance felt while firing the trigger? I don¿t know. Were any unexpected noises heard? Asku if so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? It wasn¿t fired anymore. What were the indications for surgery? What was found? What do you mean. Does the patient have any relevant history of surgical treatments? I don¿t know. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.